Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is non-verifiable. The product identities could not be confirmed. The part and lot numbers of the unknown screws were not reported. The screws were not returned for investigation; therefore, no visual inspections or functional testing could be conducted. The dhrs for the screws involved in this case could not be reviewed due to the part and lot numbers remaining unknown. There are no indications of manufacturing defects. The complaints history for the product involved in this case will not be reviewed as the part number and lot numbers remain unknown. The most likely underlying cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that three screws were loose and had to be replaced during a maxillofacial surgery resulting in a three hour delay. Attempts were made but no further information is available.